Manufacturer narrative:
Customer indicated that qc was acceptable prior to and after the event. Customer cleaned a clot-like substance out of the modular chemistries (mc) sample probe wash vacuum valve, and this resolved the issue. Treatment was not affected in this case. Other modular chemistries could be impacted upon recur, and incorrect modular chemistry results could cause/contribute to serious injury. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding high blood urea nitrogen (bun) results generated by the unicel dxc 800 pro synchron clinical systems. The results were reported out of the lab. The specimens were re-tested and lower result were obtained. Amended reports were issued. Patient treatment was not affected in connection with this event.